Event description:
The lay user/patient contacted lfs alleging that the power button does not power on by pressing the power button on his one touch ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The test strip was inserted all the way into the test strip port and the meter powered on. The meter is not a new product (out of box). The patient was using the correct vial of test strips. Per patient the meter goes back and forth between english and spanish. Customer care advocate (cca) was unsuccessful in resolving the issue and sent the patient a replacement meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is retuned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.